Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7205912. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. There were two notifications noted for dry barrels. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insulin syringe with bd ultra-fine¿ needle malfunctioned as "the syringe is flimsy and displaces air rather than the insulin as well as the plunger is stiff to move." There was no report of exposure, injury or medical intervention needed.